Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal fentanyl (2500mcg/ml at 1801mcg/day) and bupivacaine (15mg/ml at 10.8mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and other chronic intract pain of the trunk and limbs. The concomitant medications and patient history were not reported. The patient had a dye study on (B)(6) 2015, and it was noted that there was partial function/obstruction of the catheter. It was noted that the patient had a CT of the spine on (B)(6) 2015, and the findings were unknown. The health care provider (hcp) decided to start weaning the patient dose down for catheter replacement/revision on (B)(6) 2016. The patient stopped showing up for the appointments to reduce the dose, and on (B)(6) 2016, the patient was discharged from the office. No symptoms were reported. The pump was later refilled with pfns (saline) and programmed to a minimum rate. The last change was made on (B)(6) 2016. It was also noted that the difficulty occurred on (B)(6) 2016. Additional information reported the dye study showed a partial obstruction, where dye was infused at the tip of the catheter noted at mid-thoracic. The contrast spread noted intrathecal. No cause for the obstruction was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.